Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed allergic reaction under the lifevest equipment. Patient described the area as allergic reaction, red, bumpy, itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed steroids and other medications for the skin irritation. Follow up indicated that the skin irritation improved.